Event description:
Investigation results completed on smiths medical cadd solis 2120 pump. Results summary in h. 10.

Manufacturer narrative:
Investigation results completed on smiths medical cadd solis 2120 pump. Device in overall good condition, testing was completed on device and the complaint of cassette not attached could not be duplicated. Event log revealed alarm of no cassette attached, therefore preventative measures taken to replaced the dso sensor. No fault found, as testing passed the specific measured data. Device passed all functional testing and it is unknown cause of the event.

Manufacturer narrative:
No patient involvement. Event and adverse event problem were updated.

Event description:
Information recieved a cadd-solis vip pump cassette would not attach properly. No patient involvement.

Event description:
Information received a cadd-solis vip pump cassette would not attach properly. No patient adverse events reported on malfunction.